Manufacturer narrative:
Evaluation summary: the device involved in this complaint was received and is being evaluated. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the pt observed a stuck bolus button after the second bolus amount was delivered. Following the directions for use (dfu) "if bolus button does not pop back up after 30 minutes, close the clamp and call your doctor immediately..." The pt contacted I-flow and was advised to disconnect the pump. The pt chose to leave the pump connected and found that the next day the button popped back up. The pt unclamped the tubing and found the bolus device was filling. When the fill indicator reached the full point, the pt delivered the bolus and clamped the tubing again. The pt continued this practice until the next day when the physician removed the catheter and pump. At the conclusion to the evaluation, I-flow will file an updated report.

Event description:
The bolus button did not pop back up after the bolus dose was delivered. No kinks in the tubing and when clamped for over 30 minutes, there was no change in the bolus button. No adverse event occurred.